Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016; 439688 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to hearing beeping. There was an alert tone for right ventricular (rv) lead defibrillation impedance being high and undefined. The rv tip to rv coil impedance was also high and undefined. A presenting electrogram noted that the can to coil appeared noisy. The rv lead had a confirmed fracture and was explanted and replaced. No patient complications have been reported as a result of this event.